Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between 2014 and 2016. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: weil ya et al. (2018), use of fully threaded cannulated screws decreases femoral neck shortening after fixation of femoral neck fractures, archives of orthopaedic and trauma surgery, volume 138, page 661-667, (israel). The aim of this retrospective controlled cohort study was to evaluate the femoral neck shortening (fns) in this patient group in comparison to a historical control group of patients treated with partially threaded parallel placed cannulated screw fixation. Between 2014 and 2016, there were 38 patients with displaced femoral neck fractures who were treated with fully threaded cannulated screws. 24 of these patients were available for complete radiographic analysis and they were included in the study. 77 percent of these patients were females and 23 percent were males with a mean age of 67 years (range 29-85 years). These patients were implanted with an unknown synthes 7.3mm fully threaded titanium screws. The results of these patients¿ treatment were then compared to a historical group; patients who were treated between 2003 and 2008 using a competitor¿s partially threaded screw. All patients had a minimum radiographic follow-up of 6 months postoperatively and 1 year clinically. Complications were reported as follows; 3 patients died within the first postoperative 6 months and were excluded from the study. 3 patients had symptomatic nonunions and were excluded from the study. These patients were diagnosed clinically due to inability to bear weight and radiographically by varus collapse and implant failure. 2 of these patients underwent total hip arthroplasty while the other 1 patient suffered from severe heart failure precluding revision surgery. 2 patients had femoral head osteonecrosis diagnosed by magnetic resonance imaging (MRI) without femoral head collapse but were not revised yet as symptoms were tolerable. A total of 8 patients had acceptable reduction with minor concern while 2 patients had borderline reductions. This report is for an unknown synthes 7.3mm fully threaded titanium screws. This is report 1 of 1 for (B)(4).